Manufacturer narrative:
According to available information, this lead will be returned and analysis will be performed in an attempt to determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried blood products were found throughout the helix mechanism. Microscopic inspections of the terminal pin assembly and lead body, found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis could not confirm the reported clinical allegation.

Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. The following day, this lead displayed loss of capture and increased threshold measurements. As an x-ray did not reveal any lead issues, a revision procedure was performed. After the pocket was opened, it was noted there was not optimal lead placement. The helix mechanism was functioning appropriately. The lead was repositioned and acceptable measurements were obtained. The following day, increased threshold measurements were again obtained. It was thought this may be due to a steroid intolerance at the helix site. However one day later, there was complete loss of capture. A second revision procedure was performed. This lead was removed, replaced and returned for analysis. No patient symptoms were reported.